Event description:
Toko part of tooth off [tooth injury], crown came off [device damage]. Case description: a consumer reported that they, gender and age are unspecified, used oral-b professional care rechargeable toothbrush 1 applic, 1/day for 2 minutes on (B)(6) 2013 and reported the following: crown came off. Health care professional was visited. The case outcome was not recovered/not resolved. Past medical history included: drug allergy - cipro. No further information was provided. (B)(6) 2013 received consumer follow-up phone call: the consumer reported toothbrush took off tooth crown and part of tooth. The consumer visited the dentist and had the crown replaced. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.